Manufacturer narrative:
Clinical review: the event was assessed to determine whether a clinical investigation is warranted. On (B)(6) 2019, the spouse of this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) called fresenius technical support for assistance with drain complications (resolved). During the call, the spouse reported the patient was just discharged from the hospital (admission date unknown). The cause of the hospitalization was not provided. Subsequent attempts to obtain additional information have thus far proven unsuccessful. Based on the information available, the liberty cycler is disassociated from the event, as there is no allegation or objective evidence indicating a product deficiency or malfunction caused or contributed to the adverse event(s). Furthermore, the patient continues to utilize the same liberty cycler without any reported issues or allegations of machine malfunction or deficiency. Therefore, the completion of a clinical investigation is not warranted at this time. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with a drain line is blocked alarmed during drain 0 of 5 of treatment. During the call the patient reported that they had returned from the hospital. The cause of the hospitalization was not provided. Subsequent attempts to obtain additional information have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.